Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards lifesciences received notification of a transcatheter valve implantation procedure in the tricuspid position involving the use of the evoque delivery system and guidewire. During the procedure, a right ventricular perforation occurred when the delivery system was steered into the right ventricle; however, steerability was blocked, resulting in extreme forward wire pressure against the right ventricular lateral wall. While retracting the delivery system with the wire, pericardial effusion developed immediately. Pericardial drainage and manual autotransfusion using a syringe were performed simultaneously with evoque implantation. Subsequently, the patient underwent surgical intervention with patch repair of the right ventricle. Four days post-implant, the patient was reported to be recovering well, and the implanted valve was functioning as intended.